Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2017. According to the complainant, the stent was placed to manage a stone approximately 1.5 cm in size. Reportedly, the patient's anatomy was a difficult diverticula and was dilated prior to stent placement. The stent was implanted without issue during the placement procedure. According to the complainant, on (B)(6) 2017, during the ercp for planned stent removal, the stent was noted to have migrated. The stent was removed using rat tooth forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.